Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, the patient had a surgical revision of the hero graft. Additional information indicated that the revision was replacement of ptfe for thrombosis three days after salvage conversion of standard arteriovenous graft to hero. The manufacturing records for lot 0001612 were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. Thrombosis is the most common cause of vascular access dysfunction and potential complication listed in the hero graft instructions for use (IFU). The hero graft IFU also states that missed hemodialysis sessions significantly increase the number of thrombosis episodes in avf's and avg's. A review of the manufacturing records has been performed. There is no indication that an error or deficiency occurred at cryolife.

Event description:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, the patient had a surgical revision of the hero graft. Additional information indicated that the revision was replacement of ptfe for thrombosis three days after salvage conversion of standard arteriovenous graft to hero.

Event description:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, the patient had a surgical revision of the hero graft. Additional information indicated that the revision was replacement of ptfe for thrombosis three days after salvage conversion of standard arteriovenous graft to hero.